Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer¿s blood glucose level was 112 mg/dl. The customer reported that the sensor shows inaccurate readings. Insulin delivery was not suspended due to sensor glucose value. The insulin pump was not returned for analysis.